Event description:
A customer technical advocate (cta) was contacted regarding pt results that were generated using a cell-dyn 1800 analyzer. The account questioned why a pt's specimen hemoglobin and hematocrit did not match on a whole blood fingerstick sample and a physician also questioned the results. The following results were reported; wbc=3.1 k/ul, rbc=1.96 m/ul, hgb=5.5 g/dl and hct- 16.8%. The sample was repeated later that same day and the cell-dyn 1800 yielded the following results; wbc=5.9 k/ul, rbc=438 m/ul,hgb=12.5 g/dl and hct-38.7% which were acceptable to the physician. No impact to pt management was reported.